Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of an implantable pulse generator (ipg) the patient experienced a pocket hematoma and bruising. The patient was prescribed medication and an ice pack was used. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.